Event description:
Customer reportedly obtained results of 145mg/dl, 372mg/dl, and 137mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.